Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet pump, with the highest blood glucose reaching 262 mg/dl over approximately six hours; site changes were performed with a 23" 6 mm infusion set, insulin delivery was observed, and glucose levels began to fall, with additional guidance provided on hydration and activity and scheduling for additional training. Symptoms included fatigue. Outcomes included no medical intervention, no hospitalization, no alerts for sustained glucose above 300 mg/dl, no ketone testing, and no use of backup therapy. Investigation included troubleshooting of the pump and infusion site, review of reports confirming insulin delivery and declining glucose, and education. Investigation of this case revealed that the device delivered insulin and the infusion site functioned after replacement, with no alarms or hardware malfunction identified and the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.